Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up the right ventricular lead exhibited loss of capture at maximum output due to dislodgement. The lead was explanted and replaced successfully.